Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of prongs completely broken off the instrument. Engineering found the one grip was bent, causing side-to-side misalignment of the grips, but not broken off. There was a .0940 offset at the tips. Engineering also found a deep scratch on the main tube at the distal end exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci s surgical procedure the maryland bipolar forceps instrument prongs were noted to be completely broken off the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.